Manufacturer narrative:
Add'l MDR associated with this event: 3025141-2013-00154, plate, p/n 70-0356.

Event description:
Following surgery to implant a volar distal radius plate in the patient, one of the screws backed out. The backed out screw was explanted and replaced with a locking screw.